Event description:
This is a report of a patient who died coincident with peritoneal dialysis therapy. The cause of death was unknown. It was unknown if the patient was hospitalized at the time of death. It was not reported if therapy was ongoing up until the time of death or if the patient was performing therapy at the time of death. It was not reported if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation codes were provided. (B)(4). The device was returned to baxter and an evaluation was completed. The event history log review revealed there were no keystrokes, programming, use related, or iipv events that would cause or contribute to the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During visual inspection, no backlights were found. The power on self-test was not successfully performed due to low battery. Once the device was repaired by replacing the lead acid battery and the backlight, the device passed all check and calibration tests successfully during service. A short simulated therapy was successfully performed. The sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem; therefore, the cause of the reported problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.